Event description:
(B)(6), (B)(6) caller asking about this patient's rv lia (right ventricular localized irregular activation) alert for oversensing? Recommended that the caller perform pocket manipulations and physical maneuvers in order to observe for potential noise on the rv bipolar and rvtip/rvcoil egms (electrograms) as well as check impedance measurements during the testing for variation. Also, recommended that the caller contact boston scientific to see if they have any guidance/history on this lead relative to the observations with this patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).